Manufacturer narrative:
Evaluation of the returned handle revealed that the nosecone was detached from the handle body. It was reported that the damage occurred during a case. The root cause of the damage could not be determined. Penumbra handles are functionally tested during incoming inspection by quality.

Event description:
The patient was undergoing a coil embolization procedure using a pod detachment handle (handle). During the procedure, the handle broke. No additional information has been provided. There was no report of an adverse effect to the patient.